Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Device remains implanted.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that during routine patient updates, patient was seen in clinic on (B)(6) 2017 with worsening driveline (dl) infection. Patient had been taking antibiotics, but decided himself to cut back on the dose. In the clinic, the driveline exit site (dles) was more inflamed and had purulent drainage. The team wanted to admit the patient, but he refused and went home. The patient then called on (B)(6) 2017 to report that his dles was looking worse and that he wanted to come in to the hospital. The patient was admitted and seen by the infection disease (ID) team. The cultures of the dles from clinic were now back and were positive. The patient was discharged home on (B)(6) and will be seen in clinic next week for follow-up. No additional information available.